Manufacturer narrative:
The investigation is in progress. When it is complete a supplemental MDR will be submitted accordingly. Multiple mdrs were submitted for this adverse event: 3013450937-2022-00245, 3013450937-2022-00246, 3013450937-2022-00247, 3013450937-2022-00248, 3013450937-2022-00249, 3013450937-2022-00250, 3013450937-2022-00252 and 3013450937-2022-00253.

Event description:
It was reported that a patient experienced an infection and underwent a revision surgery on (B)(6) 2022. The following implants were removed during the revision: eleos distal femur axial pin, eleos tibial hinge w/ rotational stop and eleos tibial poly spacer.

Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The root cause of the alleged infection could not be determined. The device history records and sterilization batch records were reviewed and no issues during manufacturing or sterilization were identified that would have contributed to this complaint. If any additional information is obtained, a supplemental MDR will be filed accordingly. The following sections were updated: h3: device evaluated by manufacturer updated to no. H6: type of investigation code updated to 3331: analysis of production records. H6: type of investigation code updated to 4111: communication/interviews. H6: type of investigation code updated to 4110: trend analysis. H6: type of investigation code updated to 4114: device not returned. H6: type of investigation code updated to 4117: device not accessible for testing. H6: type of investigation code updated to 4109: historical data analysis. H6: investigation findings code updated to 213: no device problem found. H6: investigation conclusions code updated to 4315: cause not established.

Event description:
It was reported that a patient developed an alleged infection and underwent a revision surgery on (B)(6) 2022. The following implants were removed during the revision: eleos distal femur axial pin, eleos tibial hinge w/ rotational stop and eleos tibial poly spacer. The following implants remain implanted from this patient's original surgery: eleos distal femur, two eleos tibial block augments, eleos cemented stem extension, eleos segmental stem, and eleos tibial baseplate. No additional information regarding this adverse event has been reported.